Manufacturer narrative:
Corrected information. An autopsy was not performed and the pump was not explanted. The submitted system controller log file revealed that one of the two power leads remained disconnected following a power source exchange to batteries, resulting in a power cable disconnect alarm. The power cable disconnect alarm remained active for 1 hour followed by a driveline disconnect alarm and then the pump stopped. The system controller was reconnected to power after an indeterminate period of time and resumed operating at the set speed. The cause of the events could not be conclusively determined. The IFU warns that one system controller power lead is to be connected at all times to maintain support. The IFU also warns that disconnecting the driveline from the system controller will result in a loss of pump function. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient arrived in the emergency department. It was reported that when the hospital staff arrived, CPR was in progress with a disconnected driveline. The hospital staff spoke to ems and it was determined that the driveline was disconnected upon arrival. The hospital staff suspected that the patient had alarms and/or was not feeling well and tried switching out his system controller. It was stated that the patient passed away due to cardiac arrest. With assistance from the manufacturer's technical services personnel, a review of the log file data confirmed that the driveline was disconnected. No other information was made available.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted upon completion of the manufacturer's investigation.